Event description:
An artelon cmc spacer lg was explanted after 2 yrs due to pain. There was good ingrowth and the space between the carpal and the metacarpal looked perfect.

Manufacturer narrative:
Explant sent for histological exam. Result not available yet.